Event description:
It was reported that the patient experienced distal tip erosion on one side of the penis with an inflatable penile prosthesis (ipp). During the procedure the cylinder on that side of the penis was removed. There was no malfunction with the explanted component. The patient was good following the procedure.

Event description:
It was reported that the patient experienced distal tip erosion on one side of the penis with an inflatable penile prosthesis (ipp). During the procedure the cylinder on that side of the penis was removed. There was no malfunction with the explanted component. The patient was good following the procedure.

Manufacturer narrative:
Device evaluated by MFR: the cylinder was visually inspected and functionally tested; no leaks were found. Cylinder had fold that indicated possible buckling of the cylinders in the proximal cylinder body. Cylinder also had wear at fold in cylinder body. This wear would not affect the functionality of the device. Cylinder was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. Based on the results of this investigation, no escalation is required.